Manufacturer narrative:
To date, the device has not been received at boston scientific crm. Should additional information become availalbe, an amended report will be submitted.

Event description:
Boston scientific crm received information that this entire pacing system was removed due to an infection. The patient had developed an infection in the suture sleeve that ended up infecting the pocket and the whole system. Upon extraction of this right ventricular defibrillation lead, it was observed that the helix could not be retracted. The lead was removed and returned for analysis.